Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. The customer administered a bolus which lowered bg level to the 400's (mg/dl). The customer was admitted to the hospital on (B)(6) 2015 with mild ketones and was released on (B)(6) 2015. It was reported that the customer was treated with insulin drip. During troubleshooting with tandem's technical support, it was noted that there was an air bubble in the luer lock and that the cartridge luer lock connection to the infusion set tubing was not straight. The customer was able to reconnect the luer lock connection. The pump and cartridge functioned as expected during troubleshooting.